Event description:
It was reported the table locks did not actuate when the foot pedal was released, causing the tabletop to unexpectedly move in both longitudinal and lateral directions without resistance (free float). According to the site, the issue was intermittent. There was no injury reported. This situation could contribute to an injury if a patient or operator were unaware of this condition while loading or unloading a patient. The ensuing instability could lead to a fall.

Manufacturer narrative:
The ge field engineer (fe) found that the rightmost tabletop-lock pedal located on the front pedal assembly was sticking intermittently. After further inspection, the fe found that the pivots in the pedal assembly were worn for use, which prevented the flags from properly seating itself with the opto-coupler. This resulted in the reported float. The fe replaced the front pedal assembly and verified that the table locks were operating nominally.